Event description:
It was reported air within the device sheath occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman closure device and delivery system (wds) was selected for use. It was reported that the screw was loose on the hemostatic valve which allowed air to enter in the large sheath after the 8f short sheath was advanced. No air entered the patient's vasculature. The sheath was removed from the patient with no impact to the patient and the procedure was completed with a new device. There were no patient complications reported.